Event description:
It was reported that the brakes allegedly did not hold at the foot end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the brakes were not holding due to faulty brake crank assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.(B)(4).